Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to request a DHR due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported that threading damage occurred at an unknown time with a unspecified bd lancing device. The following information was provided by the initial reporter, "customer called in to report his old lancing device had issue with thread damaged."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that threading damage occurred at an unknown time with a unspecified bd lancing device. The following information was provided by the initial reporter, "customer called in to report his old lancing device had issue with thread damaged."